Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and alleged the following: the patient has a blood glucose (bg) of 77 mg/dl and feels hungry, sweaty, and shaky and is eating apple sauce at the moment, reporter does not want to review any further history or complete any further troubleshooting, does not believe the pump is delivering accurately. Customer support advised reporter to call back to complete troubleshooting after treating the patient. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported due to the allegation of inaccurate delivery.